Manufacturer narrative:
The field service engineer inspected the analyzer and collected the data logs. The data logs have been received at radiometer and will be investigated. Internal radiometer reference number: (B)(4).

Event description:
The electrolyte results (na and ca) on the abl90 flex were too low and did not match the patients clinical profile. The low results from the abl90 flex were not used for clinical evaluation and there was thus no reported injury, diagnosis or treatment based on the low na and ca results.

Manufacturer narrative:
The data logs and the affected sensor cassette were investigated by radiometer. When installing the sensor cassette in an analyzer, an error message related to the reference electrode appeared. This type of error supports the symptoms with low na and ca results. Also, a foreign object was identified on the reference-membrane. The foreign object may have interfered causing the analyzer not to detect the problem with the reference electrode. It was concluded that the most likely root cause of this problem was the foreign object seen in the sensor cassette. It was not possible to determine the origin of the foreign object. The sensor cassette was replaced on the affected analyzer. No further reports of problems with na and ca results have been received for this analyzer. This is a resubmission of the initial MDR, in which MFR report # was incorrectly stated as cfn-based rather than fei-based (3002807-2016-00001 rather than 3002807968-2016-00001). No fields, in addition to MFR report #, have been changed since the original submission.